Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0gmx2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there were times when the patient found his therapy turned off when he checked it with his programmer. The patient did not recall when it occurred, but stated it had been several times since implant. The patient's device was programmed in (B)(6) 2014 and the patient experienced at least 50% success with therapy. However, there was a loss or change of therapy. Leakage still occurred before the patient arrived to the bathroom and the patient's bowels had been affected by therapy since implant, noting "a lot" of straining to the point of almost fainting and nothing came out; the toilet was reportedly "full of blood" when the patient was finished. In (B)(6) 2015, when the water started for washing their hands, the patient had to go to the bathroom and leaked before he got there. The "on" button was the only button on the programmer that "worked," but troubleshooting over the call resolved the issue as all other buttons were working. Patient troubleshooting, cause, actions, and outcome remain unknown. Patient history included spinal surgery occurred (B)(6) 2014 and was in a back brace for 11 months. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.